Manufacturer narrative:
This report is submitted on march 23, 2020.

Event description:
Per the clinic, the patient experienced a migration of the electrode array, resulting in a performance decrement and subsequent loss of benefit with device use. It is unknown whether there are plans to explant and reimplant the patient, as of the date of this report.